Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During measurement, drift was experienced outside the acceptable parameters. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the device could not be zeroed, instead an error message appeared; therefore, the drift test could not be completed. However, the drift failure was confirmed based on the failed signal/zero test. Block h6: the probable cause of the reported failure, is an electrical conductivity issue between the connector and the conductive bands which resulted in instabilities of signal. Manipulation and strain on the wire can cause damage to components and can result in the reported failure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.